Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found corrective actions are taken as warranted. Trend data will be used to monitor complaints and the performance of production processes and quickly address any deviations from established standards.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports while exchanging a multipurpose drain that had a crack in the catheter, the catheter fell apart at the radiopaque marker leaving part of the catheter in the patient. They were able to eventually get the rest of the catheter out but on inspection it appears it was also coming apart on the distal side of the marker as well. No additional patient details were provided and no injury was reported.